Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed with no impact to the procedure and no harm or injury was reported to philips. The philips remote service engineer (rse) communicated with the customer and confirmed that the system displayed a message indicating low available disk space, which stopped the procedure. The customer approached a third-party service provider to resolve the issue and the detailed solution was not revealed to philips. The device was back to clinical use now in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed with no impact to the procedure and no harm or injury was reported to philips. The philips remote service engineer (rse) communicated with the customer and confirmed that the system displayed a message indicating low available disk space, which stopped the procedure. The customer approached a third-party service provider to resolve the issue and the detailed solution was not revealed to philips. The device was back to clinical use now in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The product UDI, reporting institution name, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that the system displayed the message indicating low available disk space, which stopped the procedure. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.